Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during fill 4 of 4. The home patient (hp) stated, the heater bag fell and became disconnected. The technical service representative (tsr) explained alarm and had the hp close clamps then cycle the power to clear both se 2240 and se 2367. The tsr advised to discard supplies and finish manually. The alarms were cleared. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report is for a system error 2240, where during the drain stage, the home patient stated the heater bag fell and disconnected. Disconnected disposable tubing is a known cause of this type of alarm. Per homechoice operator's manual, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.